Manufacturer narrative:
E1 to be continued: (B)(6) hospital. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the single use ligating device suddenly fractured. The issue occurred during an unspecified procedure. The procedure was extended and completed with re-sutured the wound surface immediately. There were no reports of patient harm.

Manufacturer narrative:
The device was not returned to olympus for inspection. A root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.